Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that there were loss of prime warnings with the pump. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings: a review of the black box showed a call service 163 loss of prime event with a low non zero force. The force sensor calibration test confirmed the force sensor was within specifications. The investigation testing was unable to duplicate the call service 162 loss of prime during basal duration testing alarm. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.